Manufacturer narrative:
(B)(4). Date sent: 08/17/2020. Per photographic evaluation: per medical safety officer. Reviewed ap and lateral non contrast chest x-ray and abdominal xray images performed (B)(6) 2020 that were associated with this complaint. There was an obvious discontinuous linx device seen in the epigastric area. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. The anatomical location appears consistent with a device placed in the correct position at the cardia. There were also some spot images from a videoesophagram. These images also showed a discontinuous device with normal appearing contrast images of the stomach and esophagus. The mechanism/cause of failure cannot be determined from the provided images. The DHR for lot 12929 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12929 was an affected lot of the 2018 linx recall. - attachment: [(B)(4)- additional info (1).pdf].

Manufacturer narrative:
B)(4). Date sent: 06/25/2020. Additional information received: yes, the removal of the disconnected linx device did occur on 5/1/2020. To date the device has not been returned.

Manufacturer narrative:
(B)(4). Date sent: 08/26/2020. Device analysis: the visual analysis found that the returned device had an exposed well ball paired with the washer side of the adjacent bead. The affected washer through hole diameter was measured and found to be greater than the specification. The exposed weld ball diameter was found to meet specifications. The interference between the washer through-hole and the exposed weld ball diameters was 0.00019". It is presumed that a certain geometric combination of the weld ball and the washer through-hole resulted in the device separation in vivo. Link length and tensile force were found to meet the applicable specifications during device analysis. No anomalies for a device that has been reasonably changed as part of the explant procedure.

Manufacturer narrative:
(B)(4). Date sent: 03/19/2020. Additional information was requested and the following was obtained: it was reported that the patient started having gerd symptoms. Was this the only symptom that the patient had which lead to the discovery of the discontinuous device? When did gerd begin? Yes. Gerd symptoms reoccurred around (B)(6) 2019. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to productcomplaint1@its.jnj.com. Please reference (B)(4). An esophagram and chest x-ray performed(B)(6) 2020 demonstrated the discontinuity of the linx device. What is the device lot number? Lot 12929. What is the product code? N/a. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Please refer to attached field experience questionnaire. Last image demonstrating linx intact was esophagram from (B)(6) 2019. Esophagram from (B)(6) 2020 demonstrates discontinuous linx. We will need notification once the linx device is removed on (B)(6) 2020. When and if the linx device is removed, may we ask that the device be returned for analysis? (B)(6). Bmi: 26.19. Patient gender: male implanting physician: dr. (B)(6). Device size: 14-bead clasp. Lot: 12929. Implant date: (B)(6) 2017. Explant date: currently implanted. Pre-implant testing: barium swallow, ph, egd results: egd/bx ((B)(6) 2015) - moderately severe distal esophageal stricture, esophagitis, hiatal hernia. Esophagram ((B)(6) 2016) - small hiatal hernia with mild gastroesophageal reflux. 5 cm segment of esophageal irregularity in the mid esophagus. Egd/bx ((B)(6) 2016) - 2 cm segment of columnar lining in distal esophagus; hill grade 3 valve, 1 cm hiatal hernia. Additional testing: chest xray ((B)(6) 2017) - immediately post op linx implant; linx device intact. Egd ((B)(6) 2018) - linx slightly below gej; hill grade 1 valve, no esophagitis. 48 hr bravo ((B)(6) 2018) - demeester: 11.4, 21.3. Surveillance esophagram ((B)(6) 2019) - no hiatal hernia, no reflux. Linx intact. Surveillance chest xray ((B)(6) 2019) - linx intact. Surveillance egd ((B)(6) 2019) - hill grade 1 valve, linx seen at gej. 96 hr bravo ((B)(6) 2019) - demeester: 218., 36.7, 24.2, 22.3. Esophagram ((B)(6) 2020) - linx is discontinuous. Chest xray ((B)(6) 2020) - linx is discontinuous. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Ongoing gerd symptoms/mild dysphagia.

Event description:
It was reported that the patient had an unknown linx implanted on (B)(6) 2017, due to gerd symptoms. The patient started having heartburn on (B)(6) 2019. The patient returned to the hospital, had a radio esophagram and chest x-ray and found the linx device was disconnected. The patient is scheduled to have the linx device removed on (B)(6) 2020 and will have another linx implanted. The linx was part of the recall.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2020. Additional information received: patient¿s surgery has been rescheduled to (B)(6) 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The ex-plant for this patient was supposed to take place on (B)(6) 2020. Did the ex-plant take place on (B)(6) 2020? If no, please explain why the device was not ex-planted on may 1st. Is there a re-scheduled ex-plant date in the future? If yes, what is that re-scheduled ex-plant date?

Manufacturer narrative:
(B)(4). Date sent: 04/13/2020. The DHR for lot: 12929 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot: 12929 was an affected lot of the 2018 linx recall. H10: corrected data: d4: (catalog). Additional information received: the surgery for explant has not been performed yet and is currently being rescheduled. There is no date confirmed yet but I will keep you posted when it is. Based on the reported lot number: 12929, the product code is lxmc14.